Event description:
It was reported that a half day infusor bladder was leaking during filling. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4) - this lot was manufactured between april 22, 2013 and april 24, 2013. Baxter received one sample for evaluation with fluid in the housing. A visual inspection and functional leak test were performed. A leak was observed on the reservoir, and a tiny hole was visible. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.